Event description:
It was reported that a patient experienced peritonitis coincident therapy for peritoneal dialysis (pd) therapy. Dianeal therapy was ongoing. The patient was not hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with vanconex-cp (vancomycin) and tazomac for the peritonitis. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4), further information was received related to this event. On an unknown date, the patient recovered from the peritonitis. Should relevant additional information become available, a follow-up report will be submitted.